Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 1989. A subsequent revision was performed (B)(6) 2013, due to poly wear and cup loosening. The cup, liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product code - unknown. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01626 / 01627).